Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.

Event description:
It was reported that approximately 94 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. The surgeon performed a revision right total knee arthroplasty. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the tibial polyethylene and loose femoral component. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-02100. D10: (B)(6) 02-012-35-4013 logic tibia ps mod insrt sz 4 13mm. (B)(6) 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27. (B)(6) 203-96-41 - (11-3974) stryker sys 6 90x13x1.27. (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. (B)(6) 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02100. If no device return, but images, radiographs, and/or op notes received for investigation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.